Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned with the shaft slightly bent and kinked at the rotation knob area. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. Possible causes for the found damage of the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Device not returned. Were there any issues experienced with the device during the initial procedure? If so, please explain. Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the or? What additional treatment was performed to address the leak? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Did the patient¿s anatomy present with any challenges for the case? What is the patient¿s current status? Is the patient expected to have a full recovery? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review?

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that one day after cystic duct ligation, bile leakage was observed through drainage tube. The patient was transferred to other general hospital and got appropriate treatment.